Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited noise oversensing due to the left ventricular assistance device. No interventions were performed. There were no patient consequences.